Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on november 16th, a novasure procedure was performed. Prior to the novasure procedure, the doctor performed a diagnostic hysteroscopy in the beginning and everything was fine but then perforated while entering with the novasure probe. Cavity initial assessment failed twice so the doctor went back with the hysteroscope and saw the perforation. The doctor checked it with an ultrasound and decided to abandon the procedure and keep the patient under overnight observation.